Event description:
It was reported that after a da vinci-assisted right colectomy, the patient was brought to the intensive care unit (ICU) presenting with symptoms of ¿persistent atrial fibrillation.¿ a cardioversion procedure was performed to resolve the issue. On (B)(6) 2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: hospital records indicated that the patient presented with symptoms of ¿persistent atrial fibrillation.¿ a cardiologist was called in for a consultation and attempted to resolve the increased heart rate with intravenous (IV) and ¿po¿ (by mouth) cardizem medication which brought the patient¿s heart rate down below 100 at first but then stopped working. A cardioversion procedure was subsequently performed to resolve the issue and return the patient to ¿normal sinus rhythm.¿ the patient was cardioverted x1 in a synchronized manner with 360 joules which resulted in sinus rhythm with no complications or evidence of left atrial appendage thrombus. The patient tolerated the procedure well and was discharged home and there have been no reported post-procedure complications. The operative notes were provided and were as follows: ¿the ileocolic vessel loop was mobilized around the duodenum and divided with the da vinci sureform stapler. The mesentery to this proximal transverse colon was ligated and divided. Gastrocolic ligament was taken down and hepatic flexure was mobilized. The cecum, ascending colon, and small bowel mesentery were then evaluated from the retroperitoneum. Small bowel mesentery was ligated and divided with the vessel sealer. The icg was given. There was excellent blood flow noted at the proposed anastomosis and the small and large bowel were then divided with the da vinci stapler. The small bowel was aligned with the transverse colon with 3-0 vicryl sutures. Enterotomies were made. The anastomosis was formed with the da vinci 60-mm blue load stapler. Common enterotomy was then closed with a running 3-0-v-loc suture in 2 layers. The abdomen was then copiously irrigated with saline solution until clear. Hemostasis was excellent. Omentum was placed back over the anastomosis. Specimen was grasped with the locking laparoscopic grasper. The robot was undocked.¿ ports were closed. The patient tolerated the procedure well with no complications. Isi also contacted the clinical research coordinator (crc) who corresponded with the surgeon and obtained the following additional information regarding the reported event: per the crc, there was no allegation of a da vinci system, instrument or accessory malfunction. There were no reported system errors in the initial da vinci procedure. The surgeon does not feel that the da vinci system, instrumentation, and/or accessories caused or contributed to the event. The system did not do anything unexpected, there was no unexpected system or instrument movement, and all instruments and system functionality worked as intended.

Manufacturer narrative:
Based on the current information provided, the complication is attributed to the patient¿s clinical status and the patient¿s pre-existing conditions. It was confirmed that there was no allegation of a da vinci system, instrument or accessory malfunction. There were no reported system errors in the initial da vinci procedure. The surgeon does not feel that the da vinci system, instrumentation, and/or accessories caused or contributed to the event. All instruments and the system were reported to have functioned as intended. A system log review was performed and there were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: after a da vinci-assisted right colectomy, the patient was brought to the ICU presenting with symptoms of ¿persistent atrial fibrillation.¿ a cardioversion procedure was performed to resolve the issue. Although the surgeon attributes the operative complication to pre-existing atrial fibrillation, it is unclear as to what extent (if any) the da vinci surgical system might have contribute to the operative complication. There is no allegation that a malfunction of a da vinci system, instrument or accessory occurred.